Event description:
A medrad rep was present at the site at the time of the event and reported the following: a pt was scheduled for a diagnostic cardiac catheterization that turned into an interventional procedure. The diagnostic portion of the cardiac catheterization was performed without issue. Following stent placement, an injection of the left coronary artery was performed. A small amount of air was visualized in the left anterior descending artery. The pt became mildly symptomatic with a brief period of bradycardia and slight chest pain. The pt required medical intervention, which included intra-coronary nitroglycerin and 4 liters of oxygen. The pt was stabilized and the procedure continued without further incident. The pt was later discharged.

Manufacturer narrative:
The site declined a system service check of the avanta injector. In addition, the site did not retain the disposables that were in-use during the reported event; therefore, no further investigation could be performed. A medrad rep that was present at the site at the time of the event reiterated to the staff to ensure that all disposable connections are tightened and that all disposables need to be properly purged of air. Additional applications training will be provided at a later date per the customer's request.